Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. It is unknown if the patient was connected at the time of the alarm. This occurred during an unknown step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.